Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Customer reports two bb060r devices were received; sales representative (s/r) performed an in-service, based on instructions for use (IFU) ta-nr. 013847. In-service detailed assembly / disassembly and processing of the device for approximately 16 staff members at the facility. One unit was successfully used during a procedure. The same unit was processed for second use. Upon placing the unit on the sterile field (second use) it was determined the device was not functioning as intended. Operating room staff and surgeon both handled the device to determine why it was not functioning (moving) as intended. All components were present. The device was sent back to central sterile department for re-processing. The device was cleaned and disassembled; facility determined there was bioburden in between two of the shafts. This was determined after being able to disassemble the device into four pieces. The bioburden was believed to be present from the first surgery and the cause of the device not functioning as intended during the second surgery. Facility reports the device cannot be adequately cleaned. In addition, the IFU does not mention all of the components and how to clean the complete device. IFU describes three components. Facility reported that the device was not used in the second surgery; however, the device had been placed into the sterile field and therefore potentially contaminated the field. No patient injury or infection have been reported. Surgery was delayed five to ten minutes while determining the source of the potential malfunction. Initial report indicates the facility is holding the device; will not be released for evaluation.

Manufacturer narrative:
The device was cleaned and disassembled, facility determined there was bioburden in between two of the shafts. This was determined after being able to disassemble the device into four pieces. According to the available information, there were no negative consequences for patient. The device is not available for investigation. A bb060r was ordered from the warehouse to reconstruct the issue. The device was dissembled according to the IFU successfully. We tried to simulate the described situation from the costumer and after breaking the screw lock on the union nut, it was possible to disassemble the device into four pieces. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of the investigation the root cause of the failure is design related. Among other details, the screw lock on the union nut will be removed, the IFU and all concerned documents will be adjusted. After this change the device can be disassembled into four pieces and thereby the processing will be improved.